Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Event description:
It was reported that it was observed via fluoroscopy that the lead had dislodged into the atrium. Oversensing was noted. Patient is a possible twiddler. The lead was explanted and replaced.